Event description:
Pt weight fluctuated between (B)(6). Pt transferred to ICU from ER. Pt was in shock for up to 2 days at home prior to coming to hospital. High risk pt - level 15 on braden scale. Pt placed on bed with mattress at level 3 and microclimate function on. Staff indicated a hover met was also in use. Pt received "q2 truning" and ten alt feature on bed was used. Pt presented poor nutritional status and went on tube feeding after 2 days in ICU. Staff noticed skin tear on (B)(6). On (B)(6) the pressure ulcer was noticed. Pt was removed from vent and asked immediately to be taken off the bed. Total vent days were 7. Pressure sore measured 7mmx24mm across top of sacral area. Pt pressure sore condition was unchanged (dti) at discharge to another facility.